Event description:
A baxter representative reported to customer service a pump with batteries that have 12 discharged below the alarm threshold. It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 19 2007. Evaluation summary: the device was evaluated on-site. The reported condition of a pump that had 12 discharges was confirmed. These discharges indicate that the batteries were damaged. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.